Event description:
Note: this report pertains to one of two devices that were used during the same procedure. It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient in 2008. According to the complainant, the papilla was "very distended and nodular in appearance. As the guidewire was advanced, it pushed the sphincterotome out of the papilla. Attempts were made to recannulate the papilla unsuccessfully. The cutting wire was slightly kinked and the sphincterotome was removed." Another sphincterotome and guidewire were used but the papilla still could not be cannulated and the procedure was not completed. At about 3 days later, a successful ercp and plastic stent placement was performed, and the patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.